Event description:
It was reported that a pump constantly alarms for air in line. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is still in progress. When the eval is complete a supplemental report will be submitted.